Manufacturer narrative:
A manufacturer representative went to the site to service the system. Servicing found a faulty 6amp 600v fuse caused by isolation power supply. The power supply and conversion enclosure were replaced due to a condition 1 and 6 fault. The system was then fully functional. Evaluation of the returned power supply and conversion enclosure was not complete at the time of this report. A follow up report will be sent when evaluation is complete. (B)(4). Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4), s/n: (B)(4); product ID: bi71000195, serial/lot #: (B)(4), s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the system was stuck in "initializing system, please wait." There was no patient involved.